Event description:
It was reported that the patient presented in clinic for an initial right ventricular (rv) lead implant. During procedure, it was noted that the rv lead was too tight within the catheter and failed to be disconnected. Attempts to remove the rv lead resulted in the conductor coil becoming stretched. The rv lead was not implanted, and a replacement was successfully implanted on (B)(6) 2026. The patient had no adverse consequences due to the event.